Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the dialysis session, the catheter blood flow was obstructed because of vacuum created within the lumen and the dialysis machine alarmed. When the technician released saline (flushing) into the lumen, it started working properly but after some time there was no blood flow in both the lumens again. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. One used sample was received at cms for analysis and investigation. The sample was received inside of a plastic bag. Visual inspection was performed and it observed that the catheter presented signs of use (rests of blood). In order to confirm the defect reported, a new guide wire product from lab stock was used to verify the defect reported by the customer. It easily passed through both extensions; did not present any defect. The reported condition has been confirmed. The product sample was returned for evaluation, and according to the visual evaluation of the sample evaluation, no defects related to the reported condition were identified. Based on the available information, it can be concluded that product was manufactured according to specifications. The most probable root cause can be considered as a customer perception/ patient condition. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.